Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, biopsy channel perforated and leaky, bending section rubber glue worn out, distal end cover cap worn, crease on the connecting tube, universal cord unit wrinkled, scope cover cracked, switch 1 button rubber worn and torn, angulations out of specification, and air/water or aspiration problem. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that evis lucera elite colonovideoscope had air/water aspiration problem. Upon inspection and testing of the customer returned device, white foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a solid white foreign material, however, the specific material could not be identified. It is likely it originated from the patient. Additionally, the cause for the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instruction for use (IFU). Olympus will continue to monitor field performance for this device.